Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-03618. .

Event description:
The customer reported five (5) unconfirmed false positive results with the ID now covid-19 assay performed on (B)(6) 2022. This MFR. Report addresses patient result one (1) of five (5) the customer reported an unconfirmed false positive patient result with the ID now covid-19 assy performed on (B)(6) 2022 which generated a postive result. Repeat testing was performed on (B)(6) 2022 using a binax now self test and generated a negative result. Retesting was performed on the same day, after a hard reboot on the ID now instrument, using the ID now covid-19 assay and it generated a negative result. Confirmation testing was not performed. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1063770 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1063770 and test base part number 190-430 / lot 1063770. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1063770 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is cross contamination.